Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of (B)(4). The service department of (B)(4) checked the subject device and found the printed circuit board failure which might have caused the reported phenomenon. It was also found the dust inside subject device. The exact cause of the reported event could not be conclusively determined. However, based upon the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the operational amplifier failure of the subject device, since the subject device was manufactured before the countermeasures for the change in the operational amplifier circuit design of the printed circuit board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), there was no image of the subject device when the subject device connected with evis 180 series videoscope. There was no report of patient injury associated with the event.